Event description:
During an idiopathic vt procedure, it was reported a cardiac tamponade was observed when the patient's blood pressure dropped. The tamponade was confirmed by the patient's low arterial blood pressure. A pericardiocentesis was performed on the patient. The patient's condition was reported to be stable. Multiple attempts for obtaining details of the event have been made however no additional information has been received yet.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus this device was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4); stockert 70 system: model #: m-5463-01, serial #: (B)(4). (B)(4).